Event description:
Event description guidant received information that this ventricular lead displayed loss of capture. Additionally, it was reported that both the atrial and ventricular leads are breaking down, however, the x-rays have not been interpreted. Both leads are planned to be replaced.